Event description:
The consumer called into customer care about, "... The discrepancy between his nova max plus meter and his other competitor's meter...". It was reported to nova biomedical that a consumer performed a blood glucose test getting a result of 248 mg/dl. The consumer administered an additional 20 units of insulin based on that result. The consumer did not require any medical intervention. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.

Manufacturer narrative:
The meter and test strip will be returned for evaluation. Test strip lot# 1020214287, expiration date: 10/2016. Control solution lot #: none.